Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd cor gx instrument, one (1) hpv false positive clinical result was obtained. There was no report of patient impact.

Manufacturer narrative:
This complaint alleges false positive results were obtained from the bd cor gx. The customer had noted the issue due to strange pcrs on review of patient results. Bd service helped the customer turbofault the reader due the suspicious results. Results from reader 1 were provided and reviewed. Each pcr curve looks the same on every sample. A bd field service engineer (fse) went to the customer site and replaced reader 1 with a new reader. The reader that was removed from the instrument was returned for further investigation. R&d did a thorough investigation of the reader. Tcr0438 was placed on a bench and powered up. Operator remoted in with a laptop via remote desktop. Using the thermocycler's reader control panel (rcp) the system was initialized successfully and performed a successful self-test script. The operator then checked the camera's digital mask and crosshairs for alignment to the thermal block. Alignment looked good until the operator checked if the alignment was stable by slightly tapping on the side of the instrument while watching the live camera feed. At this time the operator noticed the image and mask alignment moved substantially back and forth meaning something was loose in the optical assembly. Upon further investigation, the front top panel was removed to gain partial access to the optical assembly where the operator found that the lens was loose or not tightened all the way. Additionally, the operator noticed the collar was just a little bit loose or borderline tight and was able to slightly re-tighten further albeit the lens loose was by far causing the major movement of the lens for this issue. This complaint is confirmed, and the root cause is a loose camera lens in the reader. Pcr curves and the reader were received for further investigation of the complaint. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were multiple reader issues reported, but this was the first false result/curve induced complaint. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that during use of the bd cor gx instrument, one (1) hpv false positive clinical result was obtained. There was no report of patient impact.